Event description:
The customer reported a malfunction alarm with their insulin pump, identified by a malfunction 16 code. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, customer support decided to send a replacement pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy.